Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2016. The cause of death was renal failure. The caller stated that the customer had a broken hip and hip surgery that may have led to the customer's passing. The customer¿s blood glucose was over 500 mg/dl when they broke their hip in 2015 and were going through hip surgery. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the hospice wanted to manage his diabetes. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.